Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. Event details leading to the iipv event was cut off. The cause for iipv was undetermined as there was lack of evidence to make a determination. If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred during the therapy initiated on (B)(6) 2012. During night drain cycle four, the patient's ultrafiltration reading was 857ml, indicating the home patient (hp) drained 857ml more than their maximum programmed fill volume of 1100ml. This information meets iipv criteria. No additional information is available.